Event description:
During an unrelated revision procedure, the set screw of the right ventricular (rv) lead was not able to be tightened in the header of the device. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of set screw too loose was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis found rv setscrew full of septum material, consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.